Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced : pressure sensor, front cover, rear case, left iui connector, left iui gasket, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, lens indicator, carriage block assembly, and tube drivearm. Performed calibration. Based on the findings, service determined that the probable cause of the reported issue was due to needs new handle/several issues of the assy pressure sensor bd syr 8110. A review of the device history record showed the device had a manufacture date of 07jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device needs new handle /several issues. Unit needs a new handle, the pressure sensor is bad, and needs a new front case. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer, that the device needs new handle /several issues. Unit needs a new handle, the pressure sensor is bad, and needs a new front case. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced pressure sensor, front cover, rear case, left iui connector, left iui gasket, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, lens indicator, carriage block assembly, and tube drivearm. Performed calibration. The failure code othe was used to track the alaris software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed, the device had a manufacture date of 07jul2014. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the probable cause of the reported issue was, due to needs new handle/several issues of the assy pressure sensor bd syr 8110. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device will be evaluated, investigation results pending.

Event description:
It was reported by the customer that the device needs new handle/several issues. Unit needs a new handle, the pressure sensor is bad, and needs a new front case. There was no additional information provided and no patient involvement.